Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no issues.

Event description:
Follow up identified that the ipg reached end of life. Surgical intervention may be pending for this issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight information.

Event description:
The external device displayed early replacement indicator. Ipg assessment indicated that it was depleted prematurely. The device is providing therapy. Physician opted to leave the ipg implanted until it reaches end of life.